Manufacturer narrative:
(B)(4). Date sent: 1/7/2021. D4: batch # 5d378. Investigation summary: the analysis results showed that one ecr60g reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, hemostasis controllable and leak intervention, "tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired. The analysis results showed that one ecr60g reload (b) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, hemostasis controllable and leak intervention, "tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2020. Additional information was requested, and the following was obtained: what was the surgical procedure? Sleeve gastrectomy. What stapler was used with the reported cartridge? 3 different long60a devices were used to make sure. Was a leak test performed? If so, what type and what was the result? Methylene blue was used for testing and no leakage was found at that moment. How many days postoperative did the leak occur? Approximately 1 week later. How was the leak identified? Upon some patient complaints, the leakage was seen after controls. What was observed at the site of the leak upon reoperation? Ischemia was seen. How was the leak addressed? Stent was placed. What is the current patient status? The last information states the patient is stabilized and discharged after stent placement.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? What stapler was used with the reported cartridge? Was a leak test performed? If so, what type and what was the result? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was notified that the clip applier and the cartridge didn't form a decent staple line and bleeding occurred. It was mentioned that the staples didn't form proper b formation on staple line. The bleeding was controlled with clip appliers. There was no need for a transfusion. Due to the leakage, the patient was re-operated and a stent was placed.